Event description:
A rate change for epinephrine was entered into epic by two md. The new rate was 0.06mcg/kg = 0.08ml/hr. The rn entered in the new rate into the alaris pump, however, when she typed in 0.8ml/hr, the pump autocorrected itself to 0.8ml/hr without any hard stops or alerts. The rn did not notice that it had done this immediately until returning to pump approx 10-20 min later. The rn attempted to reprogram pump and it kept autocorrecting itself to 0.8ml/hr. Another rn was called to bedside to assist and trouble shoot. Tried changing to a smaller syringe which did not work. They then put medication back into original syringe to use old feeding pumps.